Event description:
Voluntary medwatch received states the patient¿s right atrial (ra) lead exhibited undersensing, resulting in inappropriate atrial pacing. The potential atrial undersensing appears to intermittently trigger device-classified false termination of at/af events. Additionally, the ra lead exhibited a high capture threshold. The intervention and patient condition were unknown.